Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed and analysis revealed an inconclusive issue with the integrated circuit. The condition was the result of a timing anomaly internal to the pacing/sensing integrated circuit.

Event description:
It was reported that when the device was interrogated it was at elective replacement indicator only 14 months after implant. It was also reported that the interrogation showed no other information such as battery voltage or lead impedances and the device was unable to be reprogrammed. The device was explanted and replaced. No patient complications have been reported as a result of this event.